Event description:
Physician was attempting to use one nc sprinter balloon (3.00mm x 12mm) to post-dilate a calcified lesion in the lad with 95% stenosis but the balloon could not cross the lesion due to the calcification. It is reported that the device was inspected before use with no issues noted. No clinical sequelae were reported. Evaluation summary: there were a number of kinks visible along the hypotube. The balloon folds were opened suggesting the balloon may have been previously inflated. The presence of congealed blood in the inflation lumen and balloon indicated a leak. On attempted pressurization of the device the balloon failed to inflate. A partial radial tear was visual on the working length of the balloon immediately distal to the proximal inner shaft marker.

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (lesion morphology) ¿ 95% stenosis and calcification. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 95% stenosis and calcification. (B)(4).